Event description:
Additional information received reported that on (B)(6) 2015 the patient was seen by a manufacturer representative, the dose was decreased by their treating physician by 40% to 8mg/day. On (B)(6) 2015 (thursday), the dose was decreased again by 15% to 6.8mg. The patient did not experience increased pain.

Event description:
Additional information received from a physician: the type of baclofen in the pump was specified as compounded. The baclofen concentration was 280 mcg/ml and the daily dose was 74.59 mcg/day. The start date was year 2005 and the end date was "on-going". The pump also contained morphine 30 mg/ml, bupivacaine 9 mg/ml and clonidine 380 mcg/ml. The doses were reported as: morphine 7.992 mg/day, bupivacaine 2.3975 mg/day, and clonidine 101.23 mcg/day. The start date for these medications was also year 2005 and the end date was "on-going". Other medications (oral, etc) the patient was taking at the time of the event included: albuterol, amlodipine, oral baclofen, benadryl, carafate, celexa, clonazepam, clonidine, companzine, gabapentin, gabitril, fiorecet, lamictal, lansoprazole, lantus, lasix, synthroid, lisinopril, metolazole, msir 15, phenergan, temazepam, xanax, zoloft. The patient's pertinent medical history included: tracheostomy, repeated hospitalizations for pneumonia. Regarding troubleshooting related to the pump volume discrepancies, the physician attempted to perform an intrathecal pump tubing study, however authorization was not obtained. The cause of the volume discrepancies was determined to be a suspected malfunction of the intrathecal pump. The pump log did not show any shutdown. As of the date of the report, the issue had not been resolved.

Event description:
It was additionally reported that surgical intervention did not occur; was planned, but had not been scheduled. However, additional information received from an hcp reported that nothing had been done surgically for this patient and nothing had been planned as of (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) and via a manufacturer representative in regards to a patient who was being treated with baclofen, clonidine, bupivacaine, and morphine intrathecal therapy via an implanted pump (concentration and doses were unknown). The baclofen type and lot number were also unknown. The pump's indication for use (IFU) was listed as chronic low back pain and spinal pain. The patient's care center indicated that the patient had not been achieving adequate pain relief with her pump, and the treating physician would like to have it set to minimum rate. The hcp indicated the patient had sudden periodic symptoms of lethargy and decreased levels of consciousness (loc) for the past 4 to 6 months or so; therefore, the physician wanted to transition the patient to try patches and oral medication so he could have more control over the patient's pain than by using the pump and maintain within the care facility. The event date was approximate on (B)(6) 2015. The patient had been to her pain management physician's office for a refill and the physician had withdrawn more drug than expected from the pump and suspected that there was a problem such as a kink or clog with the catheter, impeding delivery of the medication. The hcp indicated a volume discrepancy with the pump and was getting too much drug back during the last couple of refills but didn't have any details. The hcp did not have exact dates but thought they noticed the extra drug in the last 2 months or so. The event date noted with the volume discrepancy was approximate on (B)(6) 2015. It was not known if any diagnostics/troubleshooting were performed. The plan was to schedule an appointment with the managing physician to turn the pump down to the lowest rate once the treating physician returned as he was currently out of the country. The patient's medical history and other medications the patient was taking at the time of the event were unknown and unable to be obtained at this time. No surgical intervention was planned or scheduled. The patient status at the time of this report was alive with no injury. If additional information is received, a follow up report will be sent.